Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n308352, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that there was a loss of stimulation or therapeutic effect. It was noted that the patient stated that stimulation didn't help as well as it used to. The reporter stated that the device had not migrated or changed location at all. It was reported that the patient needed an MRI and there was a planned device system explant. There were no patient symptoms or injuries related to this event. Two days later, it was reported that the patient was recovering without problem.